Manufacturer narrative:
The reported events of capture anomaly, dislodgement and clavicle crush were not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-29313. Related manufacturer reference number: 2017865-2021-29319. Related manufacturer reference number: 2017865-2021-29320. It was reported that the patient presented the hospital on (B)(6) 2021 for a follow-up. During examination of the system, it was noted that there was inappropriate shock and capture anomaly on the implantable cardioverter defibrillator (ICD). The right atrial (ra), right ventricular(rv) and left ventricular (lv) leads were dislodged due to twiddler's syndrome and had clavicular crush. It was also observed that the there was unspecified capture anomaly on all leads. The rv lead had multiple episodes of inappropriate shock. The physician explanted and replaced the ra, rv, lv leads and the ICD on (B)(6) 2021. The patient was in stable condition.